Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, the analyst noted that on 2015-mar-25, the rv pacing impedance measured 288 ohms, and a polarity switch occurred. The lead is currently listed as bipolar, and the rv pacing impedance trend is steady at about 400 ohms. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a polarity switch to unipolar mode due to low impedance. The lead was programmed back to bipolar mode with adaptive for polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.